Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had system over temperature alarm. The unit was swapped out to different unit to continue treatment without issue. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, e1(initial reporter, other contact phone, event site email), d9, e3, g1, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. Upon initial testing, a simulated treatment was performed with a testing catheter and trainer. Nothing unusual was identified in the logs. The unit ran on a trainer and testing catheter over the weekend. Nothing was logged on may 5th. The compressor temperature was at 60.2 c after the weekend run. The chassis and compressor fan outputs were compared using a calibrated anemometer. The fan output power on the chassis fan was 1.9m/s at max compared to the compressor fans which were at 4 m/s. The fan rmps lin service mode for the chassis and compressor fans were at 3930 and 4230 rpms. There was no code 49 logged for the fans. The fans were swapped for troubleshooting purposes. The fse replaced both 70mm 6" fan cable assemblies and identified increased fan output readings and rpms. Post fan replacement, the fan output for the chassis and compressor fans were at 5 m/s and 4.5 m/s. The rpm readings for the chassis and compressor fans post replacement. The fse continued running the unit on a trainer and testing catheter overnight in dysrhythmia. The unit was calibrated and passed all functional and safety tests per factory specifications. The failure analysis and testing dept. Performed a visual inspection and found, dust inside both fans. This might be causing the problem of increasing fan output reading. Due to dust inside the fans and technician safety, the fat dept. Cannot be able to perform further test for this complaint parts with cardiosave test fixture. Retaining both fans in the fat dept. Per procedure.